Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the device seal was damaged and that the item leaks. There was no patient involvement or injury in the event.